Event description:
Additional information received reported that both the extension and adaptor were replaced. In addition, impedance values measured after the surgery were good. It was also clarified that the ins, extension, and pocket adaptor were implanted in 2010.

Event description:
It was reported that the patient felt pain around the implantable neurostimulator and along the route of the extension. The impedances were good, and the surgeon concluded there were "leaks" of current. The surgeon replaced the 7489 extension and 74001 adapter with a 37083 extension on (B)(6). It was reported that there was no patient injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489, serial# (B)(4), implanted: unknown, explanted: 2012-(B)(6).

Event description:
Additional information received confirmed that only the extension was replaced. The neurostimulator remained implanted. Following the surgery the patient was well and it was reported that the problem was resolved. There was some blood in the connection between the lead and the extension, and it was noted that the first surgeon had not put a suture on the hood.

Manufacturer narrative:
Lead model unknown, lot # unknown, implanted: unknown, explanted: na; extension model 7489, serial # implanted: unknown, explanted: (B)(6) 2012; accessory model 74001, lot # unk, implanted: unknown, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of extension model# 74895153 (B)(4) showed no significant anomalies. The conductors and body insulation were cut through. Continuity was acceptable and no short circuits were found. Analysis of pocket adaptor model# 74001 serial# unk showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.